Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using a teflon infusion set with 23-inch tubing; delivery was resumed and a subsequent meal announcement delivered as expected, consistent with an obstruction of flow associated with the connector/coupler of the infusion set. Investigation of this case revealed findings consistent with a deformation problem leading to an obstruction of flow at the connector/coupler. Symptoms included insufficient information regarding any clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.